Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported vascular dissection appear to be related to operational context. In this case, it is likely that the reported vascular dissection is related to the patient disease severity or use technique. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 70% stenosed superficial femoral artery (sfa). After orbital atherectomy treatment, balloon angioplasty was performed. A dissection was observed. Despite further balloon dilation, the dissection was still visible leading to a stent placement. The patient was in stable condition. In the physician's opinion, orbital atherectomy may have contributed to the dissection.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 70% stenosed superficial femoral artery (sfa). After orbital atherectomy treatment, balloon angioplasty was performed. A dissection was observed. Despite further balloon dilation, the dissection was still visible leading to a stent placement. The patient was in stable condition. In the physician's opinion, orbital atherectomy may have contributed to the dissection.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.